Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "piv extension set connector max zero from carefusion, (B)(4) failed at the white hub when the inner plunger was pushed out after the white hub was connected to power injector in CT and power injection was attempted. This failure caused a delay in the CT procedure s a new piv extension set was need to be placed to perform the CT with contrast via power injection. This is occurring frequently with this product. Packaging was not saved." There was no patient harm as a result of this event.